Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
Received information stating that the tip of the supplementary drill bit broke off. A portion of the device was left in the patient bone. The surgery was completed with a delay of 80 minutes.